Event description:
It was reported that the patient was admitted with worsening symptomatic (dizziness) low flow alarms. It was noted that the alarms were present in multiple body positions. The patient required open sternotomy revision of outflow graft in (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the report of low flow alarms; however, it was reported that the alarms were associated with a known outflow graft kink. The report of an outflow graft kink was unable to be confirmed as no product or images are available. The report of superficial, external pump cable damage of the silicone jacket was unable to be confirmed through this evaluation as no photos or product are available. A specific cause for the outflow graft kink or the superficial pump cable damage could not be conclusively determined through this evaluation. It was reported on (B)(6) 2021 that the patient was experiencing recurrent, symptomatic low flow alarms. The patient's symptoms included worsening dizziness. Dizziness and low flow alarms were noted to be present in multiple body positions while they had previously been present only when the patient was lying flat. The patient continued to have frequent low flow alarms on (B)(6) 2021, and it was reported that the patient had a known outflow graft kink. The plan was for surgical outflow graft revision. The patient¿s driveline was also noted to be bent with areas of superficial driveline damage to the silicone. X-rays of the driveline were taken. The patient had an outflow graft revision on (B)(6) 2021 during which the patient¿s outflow graft was replaced. The submitted x-rays showed the internal section of the pump cable, a portion of the external pump cable, and a portion of the external modular cable. The external portion of the pump cable demonstrated some areas with a thicker outer jacket which could indicate bunching of the jacket or taped areas. The wires appeared unremarkable. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files collectively contained data from 22sep2021 through 20oct2021 and found that the pump operated at the set speed without issue. A low flow value was captured on (B)(6) 2021 that did not last long enough to activate the low flow alarm. It was noted that pulsatility index (pi) was elevated at the time of the low flow value. The stored patient speed was briefly decreased to below the low speed limit on (B)(6) 2021, activating the low speed advisory alarm. A low flow alarm, associated with flow of 0 liters per minute (lpm), was captured during set patient speed change. The low flow and low speed advisory alarms reportedly occurred during replacement of the outflow graft on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the report of low flow alarms; however, it was reported that the alarms were associated with a known outflow graft kink. The report of an outflow graft kink was unable to be confirmed as no product or images are available. The report of superficial, external pump cable damage of the silicone jacket was unable to be confirmed through this evaluation as no photos or product are available. A specific cause for the outflow graft kink or the superficial pump cable damage could not be conclusively determined through this evaluation. It was reported on 02oct2021 that the patient was experiencing recurrent, symptomatic low flow alarms. The patient continued to have frequent low flow alarms on 14oct2021, and it was reported that the patient had a known outflow graft kink. The plan was for surgical outflow graft revision. The patient¿s driveline was also noted to be bent with areas of superficial driveline damage to the silicone. X-rays of the driveline were taken. The patient had an outflow graft revision on (B)(6) 2021 during which the patient¿s outflow graft was replaced. The submitted x-rays showed the internal section of the pump cable, a portion of the external pump cable, and a portion of the external modular cable. The external portion of the pump cable demonstrated some areas with a thicker outer jacket which could indicate bunching of the jacket or taped areas. The wires appeared unremarkable. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files collectively contained data from 22sep2021 through 20oct2021 and found that the pump operated at the set speed without issue. A low flow value was captured on (B)(6) 2021 that did not last long enough to activate the low flow alarm. It was noted that pulsatility index (pi) was elevated at the time of the low flow value. The stored patient speed was briefly decreased to below the low speed limit on (B)(6) 2021, activating the low speed advisory alarm. A low flow alarm, associated with flow of 0 liters per minute (lpm), was captured during set patient speed change. The low flow and low speed advisory alarms reportedly occurred during replacement of the outflow graft on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous outflow graft issue was reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient with a previous kink in the outflow graft experienced recurrent and symptomatic low flow alarms. Log file analysis captured 126 pulsatility index (pi) events that occurred on (B)(6) 2021 from 14:28:00 to 17:07:43. It was noted that the patient's driveline had a permanent bend and 2 areas of erosion to the silicone sheath proximal to the modular cable. Additional log files showed that the driveline wires appeared to be operating as designed/within specification. These logs also captured lower flows not sustained long enough to trigger an alarm with high pi readings that seemed to be physiological in nature. Submitted x-rays of the driveline were found to be unremarkable. The patient's outflow graft was exchanged on (B)(6) 2021, and the patient's set speed was briefly set below the low speed limit during this procedure. Log files from this time also saw multiple pi events.